Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient experienced pain due to little to no flow of the medication from bag into the patient's epidural catheter. There was no downstream occlusion alarm with the clamp closed. The patient had good relief for about 5 hours, patient became significantly more painful, bolus given for patient pain 8/10, epidural pump began to beep reservoir volume low, 6.1mls noted to be left on pump. When they went to change the bag from the pump the bag was very full, it is believed patient received very low epidural medication. It appears the pump functioned normally when viewing the history. The pump with the tubing still in place and no changes to the infusion and this resulted in no flow of the drug from the bag to the end of the tubing with no alarms from the pump identifying any downstream occlusions. When the clamp was released still received no flow of fluid in the tubing and no alarms fired. Reattached original tubing to pump and it appears to deliver the dose and functioned properly. The final volume of the bag was 50ml while the pump reservoir low alarm stated that volume to be at 6.1ml. Difference in what the pump recorded as infused verses what was actually infused.